Event description:
It was reported that the iabp display began to "flicker" during patient transport. As a result, the staff could not see information on display. When pt arrived at medical destination, the iabp was exchanged off the patient. The pt expired after pump was exchanged. The medical staff at the hospital does not attribute the screen difficulty to the pt's outcome because the iabp continued to pump during display difficulty. The staff also stated the pt was extremely ill.

Manufacturer narrative:
Arrow field service found that the iabp's display head was not functioning properly. Note: the aero/autocat pumps comply with the requirements in accordance with both standards, rtca/do-160c for altitude and mil-std-810e for vibrations. A follow-up report will be filed if more info becomes available.